Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection revealed that the niti core wire and the platinum coil had been fractured at the end of the device. The length from the distal fracture of the niti core wire to the joint of the platinum coil, stainless steel coil and niti core wire was found to be approximately 12mm. That of the factory-retained sample of the same product is approximately 30mm in length. It was found a distal section approximately 18mm was missing from the main body. Magnifying inspection of the platinum coil segment located proximal to the fracture end found that the platinum coil had been raveled on the segment from the fracture to the joint of the platinum coil, stainless steel coil and the niti core wire. Due to the reveling, the length of the missing portion of the platinum coil was unknown. Magnifying inspection of the stainless-steel coil segment found that the coil had become irregular in pitch on the section proximal to the joint of the platinum coil, stainless steel coil and the niti core wire, approximately 20mm in length. On the remainder of the stainless-steel coil section did not have any other anomaly, including widened coil pitch or jumbled coiling, in the appearance. Electron microscopic inspection of the fracture of the niti core wire revealed that the core wire had become diminished toward the fracture end. Electron microscopic inspection of the fracture cross-section of the niti core wire revealed that the dimple pattern had been generated on the surface. The thickness of the niti core wire was measured on the segment adjacent to the fracture. It was confirmed to be equivalent to that of the factory-retained sample of the same product code. Actual sample: approximately. 0.095mm, factory-retained sample: approximately 0.095 mm (measured at approximately 18mm from the distal end of the device). The outer diameter of the stainless-steel coil segment on the undamaged section was confirmed to meet manufacturer specifications. Reproductive testing was performed on two current samples from the involved product code. With their distal coils being trapped, the samples were subjected to the force respectively until their niti core wires became fractured. Pulling force after application of torque force; the fracture end became diminished with the generation of the dimple pattern on the fracture cross-section. This state was found to be similar to that of the fracture on the niti core wire of the actual sample. Continuous torque force; the core wire got distorted at the facture. Although the generation of the dimple pattern was noted, there was no diminishment of the core wire toward the fracture end. This state was found to be different from that of the fractures on the niti core wire of the actual sample. Reproductive testing was performed, and a factory-retained runthrough ns sample was trapped on the platinum coil section, at approximately 18mm from the distal end of the device. In this state, the sample was subjected to consecutive one-way torque force. As the result, the pitch of the stainless-steel coil became irregular. The damage similar to that on the actual sample was duplicated. This product has the structure, where the coils and niti core wire are fixed with each other at three points and on other segments, the coils and the niti core wire are in the unfixed state. The coiling is applied to this product in a clockwise direction. When the coil is subjected to the torque force clockwise, the coil pitch becomes thicker and with the torque force counterclockwise, the coil pitch becomes rough. When this product is subjected to consecutive one-way torque force in a clockwise direction, the coil may go up over itself and get jumbled. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. When selecting the vessel in which the runthrough ns is to be inserted or when advancing the guide wire through the stenosis, do not turn the proximal end of the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal segment of the platinum coil of the actual sample was trapped in some hard object, including the involved stent. In attempts to release the trap, excessive torque force was applied to the actual sample. This jumbled the stainless-steel coil. Subsequently, in attempts to release the trap, excessive pulling force was applied to the actual sample. This fractured the niti core wire located inside the platinum coil. During further withdrawal manipulation the platinum coil was raveled and fractured. However, the exact cause of the reported event cannot be definitively determined based on the state of the actual sample and the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the involved runthrough ns .014 was used, and when removing the runthrough guide to the right coronary, the radiopaque part of the guide was trapped in the stent install proximally. The procedure performed was a pci (percutaneous coronary intervention) rca (right coronary artery) stenosis. The patient was reported to be safe with no complications. The patient received more radiation and dye due to the removal process. Additional information was received on may 3, 2019. According to the physician, the runthrough broke in the patient, and was stuck between the stent (boston scientific stent monorail). All of the runthrough wire was not retrieved from the patient. The broken part of the runthrough wire that was left in the patient was retrieved by hand. Additional information was received on may 10, 2019. The physician used the same wire to gain access to all vessel in the procedure (rca, cx, lad). The only piece remaining in the patient was embedded in the stent.